Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that starting sometime since (B)(6) 2020, her implantable neurostimulator battery will not charge past 20%. The patient will be charging her implantable neurostimulator and she will look down at the patient controller after an hour and she will notice that the implantable neurostimulator isn¿t more than 20% charged. The patient could not recall what the patient controller would show after it charged the implantable neurostimulator to 20%. The patient reset her patient controller and cleaned the contacts and patient controller port as a troubleshooting step to try and resolve the issues with charging her implantable neurostimulator. The patient was going to contact patient services if the issue continued with recharging her implantable neurostimulator. There were no patient symptoms or complications reported.